Event description:
Spouse of home patient (hp) reports leak at unsecure connection of pt line of homechoice set and transfer set. Baxter technician assisted hp in restarting with new supplies. No pt injury or medical intervention required per spouse of hp.